Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt age and weight: unk. Implant and explant dates: no patient contact. (B)(4) method: device work order search. Results: a device work order search was performed and two similar complaints were found. Conclusion: conclusion not yet available. Evaluation is in progress. Product not returned.

Event description:
The reporter indicated the surgeon used a ks-ni2 aq310ain 19.5d preloaded injector. When handling the rod, the lens got blocked/stuck in the injector. The haptic was damaged. No patient contact. Cause of incident is unknown.

Manufacturer narrative:
Conclusion - (device related): data analysis performed by staar (B)(4) determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product. (B)(4)